Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The location of the reported product is unknown at this time; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to unknown reasons. During the procedure, it was noted that a g7 component was revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b5; g3; h2; h6. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to an unspecified infection. During the procedure, it was noted that a g7 component was revised. It was confirmed that no further information could be provided.